Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes premature rrt and a high current drain of >100 ua with a magnet rate of 86.3 ppm.